Manufacturer narrative:
No patient involvement was reported. Date of device breakage reported as between (B)(6) 2018 and (B)(6) 2018, exact date is not known. 510k: this report is for eight (8) unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that from (B)(6) 2018 until (B)(6) 2018, eight (8) separate screwdrivers from the trochanteric fixation nail advanced (tfna) system broke. No patient involvement was reported. No additional information was provided. This report is for eight (8) unknown screwdrivers. This is report 1 of 1 for (B)(4).